Event description:
A balloon ruptured on the first inflation at nine atmospheres during an arteriovenous hemodialysis fistula graft dilatation procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has not been received for eval. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and not- anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lessions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. However, without evaluating the device, co is unable to determine the exact cause for this event.